Event description:
The intra-aortic balloon pump alarmed "no trigger", unable to restart iabp, all trigger modes tried. The leads were tried. Patient had a low voltage ECG since surgery. The patient's blood pressures decreased dwhile obtaining a new iabp from storage. Patient experienced v-tach and coded. Patient expired. Bard reps. Were contacted and responded initially on 4/18/93. They also evaluated the iabp on 4/20/93. Their evaluation indicated that the machine was functioning and triggering below acceptable standard of 180 micro-volts which is the company's minimal standard. It triggered at 120 micro-volts. Bard believes patient had such a low ors that iabp would not be able to identify trigger point. This equipment was on a limited market release traildevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.